Manufacturer narrative:
(B)(4). The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber body measured approximately 314 cm, and revealed that the glass fiber tip measured approximately 2.38 mm. Examination under magnification revealed that the tip of the glass fiber was degraded. There was a kink in the fiber body evident near the distal tip of the device. No other issues with the device were noted. The analysis of returned device found that the fiber was degraded and kinked. Degradation is normal as a fiber is used, but factors such as stone size, and console energy settings can accelerate the consumption of the fiber. The body of the fiber was likely kinked as a result of handling, possibly as the fiber interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2020-03958 for the first flexiva 200 laser fiber and MFR. It was reported to boston scientific corporation on june 16, 2020, that a flexiva 200 laser fiber was used in a ureteroscopy procedure for a stone in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 20 watt versapulse laser console. According to the complainant, during the procedure, when the physician stepped on the foot pedal, there was no aiming beam and no energy coming out from the laser fiber. The procedure was completed with a second flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber was broken.